Manufacturer narrative:
All available information was investigated and the reported inability to remove the lock line and lock line know were confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation determined the reported inability to remove the lock line was due to the reported knot. However, a cause for how the lock line became knotted cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4 and a restricted posterior leaflet. An xtw clip was inserted and placed on the mitral valve. However, during deployment and while removing one end of the lock line, resistance was noted. It was suspected there was a knot in the lock line. Therefore, the clip was removed and replaced. The procedure was continued, and a new xtw clip was successfully implanted, reducing mr to a grade of 1+. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.